Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, around 630pm, the patient was sweating and felt incoherent. The patient¿s cgm was reading 71 mg/dl. No bg meter comparison value was taken at this time. The patient¿s wife called 911. Once ems arrived, the patient¿s bg meter reading was 36 mg/dl and the patient was treated with a glucagon injection. Bg meter retests were done and the patient¿s values were 39 mg/dl, then 49 mg/dl. No cgm comparison values were reported. Ems stayed with the patient for about 40 minutes. The patient declined being brought to the ER as he was feeling better. After ems left, the patient ate dinner. Around 830pm, the patient¿s cgm was reading 218 mg/dl and the bg meter was reading around 200 mg/dl. The patient self-treated with 3 units of fast-acting insulin via injection. Around 1150pm, before he went to bed, the patient cgm and bg meter were both reading 158 mg/dl. The patient then took 16 units of his daily long-acting insulin via injection. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).